Event description:
It was reported that the stent was partially deployed, elongated, and torn during retrieval, requiring placement of an additional stent. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 7x150, 130 cm eluvia drug-eluting vascular stent system was advanced for treatment. During deployment, the stent could only be deployed midway despite proper device preparation and technique. The thumbwheel was rotated appropriately, and the pull grip was used after visualization of the white arrow. No excessive force was required. Deployment failure occurred, and the handle was subsequently disassembled. During attempted retrieval, the stent elongated and tore. An additional eluvia stent was implanted to treat the undeployed segment. The procedure was completed without patient complications.

Manufacturer narrative:
Investigation results: device evaluated by MFR: the eluvia device was received with the stent fully deployed from the delivery system. The stent was not returned for analysis. A visual and tactile examination found the sheath of the device to be kinked at more than one location. The inner sheath was noted to be separated. The separated distal section of the inner sheath including the tip of the device was not returned for analysis. The handle of the device was found to be separated into two sections. No evidence of inner prolapse or damage to the rack section of the handle was found. DHR (device history record) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the eluvia device confirmed that the events are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to patient condition.

Event description:
It was reported that the stent was partially deployed, elongated, and torn during retrieval, requiring placement of an additional stent. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 7x150, 130 cm eluvia drug-eluting vascular stent system was advanced for treatment. During deployment, the stent could only be deployed midway despite proper device preparation and technique. The thumbwheel was rotated appropriately, and the pull grip was used after visualization of the white arrow. No excessive force was required. Deployment failure occurred, and the handle was subsequently disassembled. During attempted retrieval, the stent elongated and tore. An additional eluvia stent was implanted to treat the undeployed segment. The procedure was completed without patient complications.